Event description:
The customer contact reported the device did not deliver. On an unspecified date and time, the device was programmed to deliver an unspecified chemotherapy or narcotic medication and the delivery was started. No specific programming parameters were provided. The customer contact reported that after 46 hours, it was noted that the container was full instead of an unspecified volume to be remaining. The device was removed from clinical service. It was unspecified if therapy was resumed using a replacement device. There were no reported adverse patient effects and no delay in therapy critical to this patient. No medical interventions were required. During testing at the user facility the device passed testing. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.